Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the error by observing fluid in the leak detector. Fse inspected the wash probe operation and found the 2-way valve for the probe 2 waste evacuation was not functioning. Fse replaced the valve and performed a prime wash twice without any issues. The customer ran quality controls (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on 10-dec-2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 10-dec-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2009] 1= liquid leak 2= cause: leakage of solution was detected at the start of measurement, so measurement will stop. 3= action: please contact our service department. The most probable cause of the error 2009 was due to failure of the wash probe 2-way solenoid valve.

Event description:
A customer reported getting error 2009 liquid leak with the aia-900 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone (prog), estradiol (e2), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.